Manufacturer narrative:
Per comp - 523 initial report additional information, including patient weight, activity level and medical history, post primary and pre revision x-rays, operative notes (primary and revision), whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery, what was implanted at the revision and an update on the patient post revision has been requested in order to progress with the investigation of this report, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records have been identified and will be reviewed. Please note: this report has been filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity dual mobility revision of the ecima insert and biolox delta ceramic head after approximately 7 months due to instability.

Event description:
Trinity dual mobility revision of the ecima insert and biolox delta ceramic head after approximately 7 months due to instability.

Manufacturer narrative:
Per (B)(4) final report. Additional information, including patient weight, activity level and medical history, post primary and pre revision x-rays, operative notes (primary and revision), whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery, what was implanted at the revision and an update on the patient post revision was requested in order to progress with the investigation of this event. It was confirmed that the patient had not followed correct post-op protocols. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the above, it has been concluded that the instability occurred as a result of the patient not following correct post-op protocol and was not due to the device design or performance. Therefore, no further investigation is required and this case is now considered closed. Please note: this report has been filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.